Manufacturer narrative:
Evaluated 1 open or used reservoir (transfer guard not returned). Using a new lab transfer guard,performed pre-fill reservoir test per (B)(4). Found reservoir no leakage and no air bubbles anomaly when removing the plunger, performed manual test per (B)(4) and found plunger torque test result is within acceptance criteria. Also inspected reservoir's o-ring or stopper groove for anomalies. None were found. Ran basal, bolus leaking test per (B)(4) as follows: installed reservoir and connector into a paradigm pump. Conclusion: reservoir does not leak, no occluded and no air bubbles. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicates the customer had a high blood glucose reading of 430. The customer stated they dosed and it did not come down. The customer reported smelling insulin and saw insulin inside the pump and in the reservoir. The customer stated the reservoir was used. The customer stated the location of the leak appears to be at the o ring. The customer did not find cracks/splits in the barrel. It was unknown if the leak was passed the first or second o ring. Troubleshooting for the leak was completed and found the reservoir leaks at the o ring and down the barrel and found a bend to the p cap connector. The customer reported being in auto mode. The reservoir will be returned for analysis.